Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was implanted within the colon of a patient on (B)(6) 2012, during a stent placement procedure. According to the complainant, the indication for the stent placement was for palliative treatment of a malignant stricture due to colon cancer. The stricture was reported to be approximately 6 cm in length from the transverse colon to the hepatic flexure with no radical angulation. The patient's anatomy was reported to not be severely tortuous. No medications or treatments were provided prior to this event. On (B)(6) 2012, a wallflex enteral colonic stent was placed from the ascending colon to the transverse colon. On (B)(6) 2012, the patient developed abdominal pain. On (B)(6) 2012, a CT scan was performed and a perforation was confirmed within the transverse colon as free air was detected. The patient declined surgery to treat the perforation. Subsequently, the patient developed peritonitis; however, only "conservative medical management" was performed to treat the infection. On (B)(6) 2012, the patient expired. In the physician's assessment, the perforation resulted from the axial force of the stent at the transverse colon, and the peritonitis is due to the perforation. The physician believes that the cause of death was due to the peritonitis. An autopsy was not performed.

Manufacturer narrative:
The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. However the complainant noted that the device was used prior to the expiration date. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.